Event description:
It was reported that the patient underwent spinal surgery. During surgery, he lateral nut on the crosslink broke off and the tip of the "item" broke off. The tip of the set screw sheared off underneath the rod. The construct was locked down on both sides; the crosslink was the last to be implanted. Snapped one x 10 tip of the gold screw sheared off tried. The surgeon tried to take a removal driver and back out the set screw but it would not come out. The surgeon went to take off the rod on the broken side but on the contra-lateral side it wouldn't move. The driver would not remove it. The driver just spun inside the set screw. The surgeon had to take off all 8 caps and revise the whole construct. Although the instrument was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4).